Event description:
My dexcom g6 sensor is supposed to last 10 days but many times it does not. Dexcom used to send replacement sensors when this happened; however, they have recently stopped sending replacements due to their new sensor replacement policy.